Event description:
Zoll x-series defibrillator batteries are on back order nationwide in excess of 4 months at the time of placing orders. These are life support medical equipment with proprietary batteries that should be in stock 100% of the time.